Event description:
It was reported that the patient underwent a surgical procedure to revise this ambicor penile prosthesis (app) due to a cylinder aneurysm. The app was explanted and replaced with a new app with no clinical consequences to the patient. The patient is well and the new implant is working well.

Event description:
It was reported that the patient underwent a surgical procedure to revise this ambicor penile prosthesis (app) due to a cylinder aneurysm. The app was explanted and replaced with a new app with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of cylinder aneurysm was confirmed through analysis. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the kink resistant tubing (krt) was worn down to the filament, and both cylinders had wear at folds in the cylinder bodies. One cylinder had a hole with resulted in a fluid leak in the proximal cylinder body and had broken fabric threads in the cylinder body. The hole is commonly observed to occur during the explant procedure. The second cylinder performed within all testing parameters. The pump performed within all visual and functional testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this ambicor penile prosthesis (app) due to a cylinder aneurysm. The app was explanted and replaced with a new app.